Manufacturer narrative:
Analysis of the lead, lot number v079881, found no significant anomaly. Analysis of the lead, lot number v155384, found no significant anomaly. Analysis of the lead, lot number v105542, found no significant anomaly. Analysis of the lead, lot number v155384, found no significant anomaly. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, product type: lead; product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, product type: lead; product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, product type: lead; product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3888-45, lot# v105542, implanted: (B)(6) 2008, product type: lead; product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, product type: lead; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3888-45, lot# v105542, implanted: (B)(6) 2008, product type: lead; product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3888-45, lot# v079881, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID 3888-45, lot# v105542, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37082-20, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: extension. Product ID 3888-45, lot# v105542, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3888-45, lot# v155384, implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A few weeks later it was confirmed that the patient had an infection at the lead location. The type of infection was unknown. It was unknown if a culture was taken or if antibiotic treatment was necessary. The date of onset was unknown. Diagnostic testing and troubleshooting was not required. The patient requested explant so the device system was explanted. The patient currently did not have an infection and was alive without injury. Recovered without sequela was confirmed. It was noted the device was used in an off label manner. The leads were placed under the skin, in the patient's head. Ins was placed in the upper right chest area.

Event description:
It was reported the patient felt a wire sticking out. The patient could not see it, but could feel it sticking outside of their skin. The patient had clarified the wire had come through the skin. The patient mentioned they could feel it getting infected and they wanted an explant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.